Manufacturer narrative:
D6a: implanted on unknown date in 2020. D10: alteon ha collared stem size: 11. Alteon cup, cluster-hole 54mm. Biolox delta femoral head, 12/14 taper 36mm. Alteon neutral liner. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced delayed wound healing leading to a wound debridement 1-month post-op. The patient was admitted to hospital, where the surgeon performed a bedside debridement and removed two areas of dark necrotic tissue. IV abx was given for one-month post-op. Hip was aspirated at 3 months post-op and issue was resolved. No further follow up appointments made to discuss hip. No further impact to the patient was reported. No other information is available.